Event description:
Attending physician noticed two small silver foreign bodies in the duodenal area after three (3) resolution clips were deployed. Items appeared small enough to pass out of the gi tract normally so they were not retrieved. Validated today with vendor representative that they appear to be the hinge mechanism from the resolution device. Representative states he has seen this before.